Event description:
It was reported that 257 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 99% stenosed region of the left main coronary artery (lmca). The lesion was 8.0 mm in length, was mildly tortuous, and had mild calcification. The physician direct stented the lesion with one taxus express2 8.8% 3.00 x8 mm drug eluting stent without complication. Residual stenosis was 0% after deployment. During the index procedure the physician also placed 3 guidant vision stents in the distal circumflex artery. The pt was discharged from the hosp 2 days post index procedure receiving asa and plavix. The site reported that the pt expired 257 days post index procedure from abdominal aortic embolism. In the opinion of the physician the target vessel was not involved in the death. No autopsy was performed.